Event description:
Patient presented to the clinic after receiving a vibratory alert. Interrogation showed atrial and high voltage out of range impedances. Though in clinic, normal measurement was observed on the atrial lead. X-ray revealed that the leads were properly connected to the ICD. The physician decided to turn the svc coil off. All electrical measurements were good, and there were no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
On (B)(6) 2011, a system revision was performed. The leads were disconnected from the ICD, and the lead's connectors were cleaned. After reconnecting the leads into the ICD header, all electrical measurements were normal. There were no consequences to the patient.